Event description:
It was reported that the device was removed due to complications in the pt's leg and bowels. The surgery was supposed to be 45 minutes and ended up lasting over 2 hours because of difficulty removing the lead. During removal the lead broke and the physician was unable to retrieve all of it. After surgery the pt still experienced considerable leg pain and bowel trouble. Further follow-up is not possible.